Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants that ruptured postoperatively. Approximately 10 months after initial implantation, the patient reports that both devices started to bottom out. On (B)(6) 2017, her surgeon performed a procedure to re-anchor both capsules to the underlying tissue. With the information available at this time, it is believed that the devices were left in situ and were not replaced. A couple months later, the patient reports that both devices bottomed out again. In (B)(6) 2019, the patient had both an MRI and an ultrasound performed. Both indicated that the patient¿s devices had ruptured. In addition, the patient reports bilateral breast pain/paresthesias with an unknown date of onset. As a result, the patient had both devices explanted without replacement on (B)(6) 2019. This report is for the left prosthesis.